Manufacturer narrative:
(B)(4). Quantity of (B)(4) devices were found during incoming inspection. The device history review for the product visistat 35w 6/box lot # 73b2200861 investigation did not show issues related to the complaint.

Event description:
4 aug 2022, the package was found broken during inspection. Involved 155 pcs. There was a hole in the interior package.

Manufacturer narrative:
(B)(4). The customer provided five photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened sample in its original packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised due to the packaging damage. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. The sterile barrier damage is related to the packaging process of this device. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
4 aug 2022, the package was found broken during inspection. Involved 155 pcs. There was a hole in the interior package.